Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and calcification was received on may 21, 2020 with lot number 2917537. Visual analysis of the returned device identified: fold creases, deformation, cloudy and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint.

Event description:
This record is for the left side. Simple cyst and "dynamic MRI showed multi-focal infiltrative enhancing lesions... So there was a possibility of inflammatory change due to autologous fat infiltration" was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "biopsy and ultrasound result shows calcified part". It was later reported rupture. The device has been explanted.